Event description:
Machine has had particles in the water chamber when it has gone dry. Each time the machine went dry of water it made me sick with allergic symptoms that lasted several days. There's a recall. I filled out the recall form 2 months ago and have heard nothing. FDA safety report ID # (B)(4).